Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open gastrectomy procedure, the knife stopped on the way of firing. Another device was used to complete the case. There were no adverse consequences for the patient. Additional information in h10.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information:the staples were deployed till the cut end of the staple line. Some deployed staples of the acral part were malformed.